Event description:
It was subsequently reported that the balloon catheter was delivered through a 6f guiding catheter. The minimum recommended guiding catheter size is 8f. The entire system, including guiding catheter was removed.